Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
The powerseal was discarded by the customer and hence not returned to olympus. A definitive root cause of the reported complaint cannot be determined at this time. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the esg-400 generator which was used to power the powerseal, displayed an ¿incomplete seal¿ error with an accompanying incomplete seal tone every time the coagulation button was pressed on every activation. The issue occurred in the middle of a total laparoscopic hysterectomy (tlh) procedure. The issue persisted despite regrasping the tissue and cleaning the jaws. The procedure was completed using a similar device and there was a delay of approximately eight minutes. The device was inspected prior to use. No additional treatment was required. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following information is stated in the instructions for use (IFU): ¿"a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified." (Page 7)¿ olympus will continue to monitor field performance for this device.